Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to another device (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 10:00 pm. The patient reported obtaining blood glucose readings of ¿551 mg/dl¿ with the subject meter and ¿173 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that immediately prior to when the alleged issue started, he developed symptoms of ¿head spinning, sweating, cold and fell to the ground.¿ the patient denied receiving medical treatment. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr walked the patient through a control solution test and the result fell outside of the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.